Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter (hospital meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2016. The patient reportedly obtained an alleged inaccurate high blood glucose result of 70 mg/dl¿ on the subject meter, compared to ¿50mg/dl¿ on the other meter. Based on statistical methodology, the calculated difference between these results falls within lfs¿ criteria for accuracy. The patient manages his diabetes with oral medication, diet and/or exercise and reported that he continued with his usual dose of medication as a result of the alleged product issue. He stated that 8 hours after the product issue began he developed the symptoms of ¿headache, weakness and shaking.¿ he reported that he subsequently was hospitalised and received food and drink from a health care professional (hcp) as treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips were stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.